Manufacturer narrative:
Continuation of d10: dtpa2d1 crt-d: implant date (B)(6) 2024; 5076-52 lead: implant date (B)(6) 2012; 419388 lead: implant date (B)(6) 2008; esbf3214c103e stent graft: implant date (B)(6) 2022.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a first phase short circuit protection (scp) occurred during high voltage therapies resulting in less than the programmed high voltage energy being delivered for a ventricular fibrillation (vf) episode. It was noted that the vf episode was not successfully terminated. It was unable to be determined if the scp was due to the cardiac resynchronization therapy defibrillator (crt-d) or the right ventricular (rv) lead. It was also reported that there was no reproduceable issue with the rv lead during additional testing. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the rv lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.